Manufacturer narrative:
D10 concomitant product: unknown endo gia instrument (lot#: unknown) donghee kim; geun dong lee; hyeong ryul kim; jae kwang yun. Reshaping the robotic learning curve in anatomic lung resection: the role of prior video assisted thoracoscopic surgery experience in a multi surgeon single-center series, 2025, journal of robotic surgery, 10.1007/s11701-025-03054-1 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature study performed between january 2018 to december 2024, a retrospective study aimed to evaluate operative time, complication rates, and hospital stay across 3 surgeons with distinct laparoscopic backgrounds to see how prior video assisted thoracoscopic surgery (vats) experience vs concentrated robotic exposure shapes proficiency development. A total of 341 robotic procedures were performed in 340 patients during this period in the study for robotic anatomic lung resections (ralr) amongst the 3 different surgeons. The endo gia stapler was employed for procedures conducted with the sp platform. Postop complications included 5 patients with pneumonia, 8 patients with chylothorax (pleural effusion), and 8 patients that required re-admission. There were 21 patients that had clavien-dindo grade iii (serious injury) complications; however, there is not enough information available to classify the symptoms/severities.